Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness,sinusitis. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a headache, sleepiness, and sinusitis while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found no evidence of damage, degradation, or contamination. Internal investigation found no evidence of foam degradation or damage. Product investigation lab did find evidence of water ingress, carbonaceous deposits, in the blower box and on the blower consistent with spilled water from a humidifier. Insects were also found in several of the enclosure joints as well as other unidentified contaminants. The insects appear to be 2-3 mm long and less than 1 mm wide. Product investigation lab used the power cord and power supply returned with the device to apply power. Unit powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-93 continue error. Pil was unable to confirm the complaint. Pil was able to confirm the presence of water ingress and insects, but would be unable to determine if the insects were present while the device was in patient custody or after. Please see sections h3 and h6 for this updated coding and information.